Manufacturer narrative:
(B)(4). It was reported that the source of this adverse event was a study. (B)(4). No additional information is available at this time. The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. A day prior to death, the patient went to the hospital as an outpatient for an unrelated event. It was reported that the patient passed away in their home. Capd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.